Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated. This type of probe damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe.

Event description:
Olympus received a voluntary medwatch form stating that the thunderbeat device broke during use. In addition, a crack was noted on the working jaws. There was no harm to the pt. The device was removed from service and replaced with an equipment that functioned properly. Limited info was provided by the user facility. Olympus made multiple attempts to gather additional info regarding the report but with no success.